Event description:
Follow up information received from the complainant on (B)(6) 2010 indicated that manufacturer report #3005099803-2010-03790 is related to this event. It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the lower colon. It was reported that when an attempt was made to place the clip, the clip jaw bent backwards upon deployment, therefore the clip was unable to be attached to the site. It was also reported that the clip was retrieved with biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, during the procedure, when an attempt was made to place the clip, the clip jaw bent upon deployment, therefore the clip was not able to be attached to the site. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event.attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the lower colon. It was reported that when an attempt was made to place the clip, the clip jaw bent backwards upon deployment, therefore the clip was unable to be attached to the site. It was also reported that the clip was retrieved with biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device confirmed that the prongs were bent. The complete system was not returned. The root cause could not be determined however, the most probable root cause has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.